Event description:
The initial rptr contacted shiley to report that rptr had seen a pt with a bjork-shiley convexo-concave mitral heart valve who has perivalvular leaks. The initial rptr indicated that the pt was asymptomatic.